Event description:
It was reported the patient underwent a left total hip arthroplasty on (B)(6) 2005. Subsequently, the patient was revised on (B)(6) 2015 due to poly wear. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces. "